Manufacturer narrative:
The device was not returned for evaluation as the stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and ischemia are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020 two xience sierra stents (sizes 3.5x28, 4.0x12) were implanted in the proximal right coronary artery (rca). On (B)(6) 2021 the patient was re-admitted to the hospital for dyspnea. The stress echocardiography suggested that there was posterolateral ischemia. The coronary angiography showed an edge restenosis of the ostial rca (confirmed with ivus [intravascular ultrasound]). There was also a de novo stenosis in the left circumflex (lcx) coronary artery. The ostial rca was treated with a 4.0x12 mm xience stent. The lcx received two xience stents (sizes 2.5x18, 2.5x8). There were no complications. The patient was discharged on (B)(6) 2021. No additional information was provided.